Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) approximately two weeks ago with a monitoring voltage measurement of 2.76v and a charge time of 24 seconds.